Manufacturer narrative:
The hospital biomed cycled power, resolving the alarm condition.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. There was no reported patient injury.